Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2019-00017 under a different suspect device. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed architect stat troponin-I results were generated for 2 patients. The following example was provided: initial result <.10 ng/ml, retest result 2.309 ng/ml (diagnostic cutoff is 0.29 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
Abbott field service resolved the issue by replacing the syringe assy (rohs), which was identified to be the likely cause. A review of the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of architect i1000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i1000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customers issue. No systemic issue or deficiency of the architect i1000sr was identified.